Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lot dr21d23031. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Potential lot #: dr11e17017 or dr21d23031. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set leaked from the unspecified location. This was observed towards the end of the patient administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h7 and h9: information is being removed from h7 and h9 in the initial MDR. No remedial action was taken for this event and this device is not involved in a correction and removal activity from the field. Should additional relevant information become available, a supplemental report will be submitted.